Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe plunger was difficult to withdraw blood. The following information was provided by the initial reporter: difficulty in withdrawing blood.